Event description:
It was reported that a screw broke at thread shaft junction. Head of the screw was removed and discarded, shaft remains implanted. A guidewire was also broken. Patient outcome: no adverse affect reported as a result of this event.

Manufacturer narrative:
Additional part involved:part no. Lot no. Description not returned to manufacturer.470393 not available 1.1mm guide wire